Event description:
It was reported that on (B)(6) 2022, noise reversion episode on the ventricular lead was observed. It was also noted that there was a previous report for lead noise on the same lead from oct 2018. Performing lead noise testing to further confirm noise was suggested. Programming changes were recommended, however, to eradicate noise, lead revision may have to be considered. It was later noted that programming changes were made as the patient does not want any procedure at the moment. Lead will continue to be monitored. The patient was stable.